Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was experiencing difficulties with the mobile viewing station. The site also stated the monitor was making "noises" but not showing any signs of power, then upon restarting the system, the mobile viewing station was unable to boot up again. In troubleshooting, the representative found out the system had been left unplugged from the wall power for too long. After leaving it plugged in for a while, the  system functioned as intended. There was no patient present.